Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer blood glucose value was 30.5 mmol/l. Other blood glucose value mentioned was 6.8 mmol/l. The customer reported that insulin pump was on auto mode. The customer was using insulin pump within 48 hours of high blood glucose level event. The insulin pump will not be returned for analysis.